Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is assumed that the damage to the scope sockets of clv-190 existed when the phenomenon was pointed out. As a result, an abnormal communication with the scope and resulted in the occurrence of b30. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed the b30 scope communication error in two rooms. The customer originally thought the issue was related to the scopes and sent them in for repair however, that did not resolve the problem. The customer mentioned that the doctor was able to clear the b30 and e216 error message by power cycling the system. Tac instructed the customer to clean off the contacts on the gif-hq190 scope with 70% isopropyl alcohol and letting it dry before plugging back into the clv-190. When performing the task, a b30 error message came up immediately. Tac advised the customer to attempt another 190 series scope and upon trying, the error message did not display. Subsequently, the customer noted that the clv-190 socket was damaged. Tac advised the customer to connect the original gif-hq190 scope and hold the back of the connector open when powering on the system. The customer powered on the system via tac instruction and the b30 or e216 communication error message did not display as before. Tac asked the customer to release the scope connector and the b30 error resurfaced on the screen. Tac advised the customer to send in the unit for repair as the damaged socket was causing the error messages. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 and e216 scope communication error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.